Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the internal bolster detached and got dislodged. The physician used an endoscope to try to locate the bolster and it was not found. A CT scan was performed and the detached bolster was found in the jejunum. Nutritional supplements were stopped, and the patient was only given plain hot water until the bolster was excreted. On (B)(6) 2019, the internal bolster was excreted and replaced with a non-bsc device. Reportedly, the patient received nutritional pg soft a, ferrous citrate na tablets and magnesium oxide. The condition patient's was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Problem code 2923 captures the reportable event of internal bolster dislodged. Block h10: the analysis of the returned device revealed that the molded internal bolster was detached from the tube and was not returned for analysis. Remnants of the molded internal bolster were observed attached at the distal end of the tubing, this indicates that the components were joined prior the separation. It is most likely that the device was unintentionally pulled out by the patient and this resulted in tube dislodgement from stoma site. As per directions for use, it mentions inadvertent removal as a complication that may occur with the use of direct feeding devices and it is included within the adverse events section. Therefore the investigation conclusion code for the reported event of feeding tube dislodged or dislocated will be documented as known inherent risk of device since reported adverse event known. The complaint was consistent with the reported incident that the internal bolster was detached. If the device was forcible pulled out from the stoma site, this could have contributed with the internal bolster detachment. Probably the molded internal bolster was detached as result of tension forces applied to the device at the moment when it was pulled out of the stoma site, this could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported issue of bolster detachment of device or device component will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, the internal bolster detached and got dislodged. The physician used an endoscope to try to locate the bolster and it was not found. A CT scan was performed and the detached bolster was found in the jejunum. Nutritional supplements were stopped, and the patient was only given plain hot water until the bolster was excreted. On (B)(6) 2019, the internal bolster was excreted and replaced with a non-bsc device. Reportedly, the patient received nutritional pg soft a, ferrous citrate na tablets and magnesium oxide. The condition patient's was reported to be stable.